Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 02-06-2017. Complaint for a low transmitter battery could not be confirmed, however, a permanent loss of connection was found and confirmed on 02/07/2016. The root cause could not be determined, post investigation. Based on the findings of a permanent loss of connection this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Performed a pairing test with the nordic bluetooth device on the transmitter and it passed. No defect were found during the investigation of the transmitter. The complaint of a low transmitter battery could not be confirmed. The root cause could not be determined post investigation.